Event description:
It was reported that during the procedure, after performing intravascular ultrasound and balloon dilatation of the lesion using a 1.5-millimeter (mm) non-abbott balloon dilatation catheter (bdc), a 2.0x15 mini trek rx bdc was soaked in normal saline and prepped outside of the anatomy. The mini trek rx bdc was then advanced onto a non-abbott guide wire and into a non-abbott guiding catheter via femoral access to a heavily calcified, eccentric, de novo lesion, 90% stenosed, 20mm lesion in the moderately tortuous 2.5mm mid left anterior descending coronary artery without resistance. While inflating the 2.0x15 mini trek rx bdc, the balloon ruptured at 10 atmospheres during the 1st inflation. The mini trek rx bdc was withdrawn from the anatomy without resistance and a new non-abbott bdc was used to complete dilatation followed by deployment of an rx xience prime stent, resulting in 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.